Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that she experienced leakage near the adapter while priming. The patient tried a new infusion set from the same box, and it leaked from the side of the connector when priming, the customer states that this occurred on the next infusion set she tried as well. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.